Manufacturer narrative:
Updated h6 adverse event problem codes with results of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Product return evaluation: the reported balloon rupture during inflation, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. However, a tear in the balloon cover was observed during engineering evaluation along with leakage from the balloon. As reported, the balloon was inflated and popped when approaching 12atm. Per the vbx device instructions for use (IFU), the nominal inflation pressure for the device is 8atm; the rated burst pressure is 11atm. The IFU warns to not exceed the maximum rated burst pressure, as exceeding it increases the potential for balloon rupture and possible vessel damage. Therefore, the root cause of the reported balloon rupture can be attributed to the reasonably foreseeable misuse of inflating past the rated burst pressure and rupturing the balloon. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail. The IFU includes a sizing table that lists the nominal and rated burst pressure for the vbx device (table 2. Gore® viabahn® vbx balloon expandable endoprosthesis sizing table). The IFU also includes the following warning: ¿do not exceed the maximum rated burst pressure. Exceeding this pressure increases the potential for balloon rupture and possible vessel damage.¿.

Manufacturer narrative:
The following patient information was asked to the physician but was not provided: - initials, gender, age, weight, date of birth, comorbidities, medications. A1 - patient identifier; this is an internally generated number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024 the patient underwent a physician-modified endovascular graft (pmeg) procedure where a 7 mm x 39 mm reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the celiac artery. It was reported the physician accessed the treatment landing zone using a 7.5f medtronic tourguide steerable sheath over an unknown size cook rosen wire guide. It was reported the vbx device delivery catheters advanced without issue. Reportedly, during deployment, the balloon was inflated and popped when approaching nominal pressure. The endoprosthesis was inflated to just under nominal pressure and remained in the intended location. It was reported there were no modifications of the vbx device made for the pmeg procedure. There was inflation fluid observed leaking from the balloon end of the device during and post inflation. The physician does not have any suspicions as to what caused the balloon rupture. It was reported there was no interaction with accessories, nor difficulty withdrawing the delivery catheter. It was reported there was no impact to the patient.